Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: rn primed ns hydration alaris pump infusion set per standard practice at patient chairside. The middle y-site, distal of the pump segment. The tubing did not look damaged upon visual inspection before or after leak was noted, however, it leaked if tubing moved one direction from the connection of the soft tubing piece above the hard y- site connection. Medication had to be wasted, new rituximab IV bag remixed and primed with new alaris infusion set per pharmacy recommendations. Product malfunction did not reach patient.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
Investigation complete.